Event description:
This is the same event as (B)(4).. A customer reported one y-type solution set that had a leak which was observed during infusion. The customer had removed the interlink insertion site from the non-baxter set and connected the baxter set in a direct hub to hub connection. The non-baxter product's insertion site had expanded. When this is followed up with a connection to the baxter IV blood set, the connection does not seal properly. There was no report of patient injury, medical intervention, nor adverse reaction is associated with this event. The sample is available, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition could not be confirmed nor duplicated. The assignable root cause could not be determined. If additional relevant information becomes available, a follow-up report will be submitted.